Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer requested information for the cost to evaluate their device. Physio has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on. When the power button was pressed, no voice prompts were heard. The device readiness indicator displayed ¿ok¿. There was no patient use associated with the reported event.